Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer insulin pump had critical pump error with open book image and exposed to moisture. The blood glucose at the time of the incident was 5.1 mmol/l. The customer reported that the insulin pump started alarming with an x and instruction manual. The customer was assisted with troubleshooting. The customer was advised the pump requires replacement and to discontinue use of the pump. The customer was advised to revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with critical pump error (open book image) alarm during testing due to moisture damaged electronic assembly on electrical board.